Manufacturer narrative:
(B)(4). The lot was manufactured from july 28, 2014 to july 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was observed to have a black mark on the filter. The unit was filled with fluorouracil. This was discovered before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.